Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: the loading unit was used to cut and close the lung tissue, and the tissue was pushed out from the cartridge causing a small wound.